Manufacturer narrative:
Product analysis: the valve was not returned, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that after an unknown timeframe following the implant of this transcatheter bioprosthetic pulmonary valve, the valve was explanted. The reason for explant was not provided. No additional adverse patient effects were reported.